Manufacturer narrative:
Device is combination product it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08971 and 2134265-2015-09137. It was reported that a rash occurred. Three promus premier drug eluting stents were implanted. The patient was prescribed plavix and baby aspirin therapy. The patient developed a rash and has begun having severe stomach burning. No further information is available.